Manufacturer narrative:
Review of the product history records indicate 100 devices were manufactured and accepted into final stock on 29 sep 2017 with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Acetabular screw fracture identified at the 2 week follow up visit in doctor's office when radiology films were obtained. Patient had no complaints and was therefore placed on 20% partial non-weight bearing restrictions. Hardware examined as stable and well seated. Subsequent visits .

Event description:
Acetabular screw fracture identified at the 2 week follow up visit in doctor's office when radiology films were obtained. Patient had no complaints and was therefore placed on 20% partial non-weight bearing restrictions. Hardware examined as stable and well seated. Subsequent visits without complications or changes in hardware. Operative side: left.

Manufacturer narrative:
An event regarding crack/fracture involving other hip screw and other hip screw was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...} procedure-related factors: supplemental cup fixation screw location right through the empty space of a bone cyst. Patient-related factors the bone cyst is associated with the degenerative hip disease for which total hip replacement was undertaken. Device-related factors: none. Diagnosis: supplemental cup fixation screw location right through the empty space of a bone cyst as remnant of the degenerative hip disease of the patient caused a loss of bone support around a major part of the screw thread section causing acute bending overload forces in the thread section contributing to a screw fracture exactly at the location of peak overload. The patient is symptom free while no adverse clinical consequences are to be expected in the near or more distant future and revision surgery is not to be expected.{...} device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 1 other similar event for the reported lot. Conclusion: the investigation concluded that the crack/fracture was caused by {...} supplemental cup fixation screw location right through the empty space of a bone cyst as remnant of the degenerative hip disease of the patient caused a loss of bone support around a major part of the screw thread section causing acute bending overload forces in the thread section contributing to a screw fracture exactly at the location of peak overload. {...}